Event description:
It was reported the intravenous tubing had levophed running previously. The clinician restored the pump to restart the drip and it appeared to be running fine. The clinician had to keep titrating up the drip to 0.1 with no improvement in blood pressure. The tubing was then disconnected from the patient and was taken out of the pump module. The clinician tried to flush the tubing through but noticed that the tubing had been completely cinched together within the channel. No levophed had been infused to the patient and the pump did not alarm. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible. Additional information: imdrf annex a, g codes & manufacturer narrative. The root cause for the reported issue of an pump did not alarm for occlusion, tubing crimped was not determined. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported the intravenous tubing had levophed running previously. The clinician restored the pump to restart the drip and it appeared to be running fine. The clinician had to keep titrating up the drip to 0.1 with no improvement in blood pressure. The tubing was then disconnected from the patient and was taken out of the pump module. The clinician tried to flush the tubing through but noticed that the tubing had been completely cinched together within the channel. No levophed had been infused to the patient and the pump did not alarm. There was patient involvement but the information on patient impact is not known.